Event description:
It was reported that the t:slim x2 pump battery would not charge, despite various troubleshooting steps, including trying different charging cables and wall adapters. There was no adverse impact to the customer's blood glucose level. The customer was advised that a replacement pump with updated software would be sent, and they were informed about training availability and return instructions for the current pump.